Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the remote alert of a heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that the detector was dropped by the customer. There were heavy shocks registered in the detector's shock log. The detector was inspected, and no visible damage was found. The rse instructed the customer to perform functional checks, including creating a test image that passed image iq verification and completing detector calibration successfully. The system was functioning properly and was returned to clinical use based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the remote alert of a heavy shock to the detector. The device was in clinical use and there was no harm to patient or user.